Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that it was difficult to insert the intra-aortic balloon (iab) guidewire during therapy. New products were used for re-insertion. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). The iab was returned with the membrane loosely folded with traces of blood in the interior of the extracorporeal tubing. The sheath, extender tubing, one-way valve and guide wire were also returned. The stylet wire returned was bent approximately 28.7cm from tip. The guidewire returned was bent approximately 38.1cm from tip. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that it was difficult to insert the intra-aortic balloon (iab) guidewire during therapy. New products were used for re-insertion. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). Correction: from: 07/05/2017 to 07/24/2017 to reflect correct aware date.

Event description:
It was reported that it was difficult to insert the intra-aortic balloon (iab) guidewire during therapy. New products were used for re-insertion. There was no injury or harm to the patient.